Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented into the emergency room with symptoms of pneumonia. The patient past away due to a terminal heart and kidney disease. There is no allegation from a healthcare professional that the death was device related. The primary and secondary cause of death was unknown. No additional information was reported/additional information was requested but not received.

Manufacturer narrative:
Analysis of production records completed. No device problem found.